Event description:
It was reported by the physician that post a coronary drug eluting stenting treatment procedure, a rash occurred. A physician at a different facility implanted a taxus express2 drug eluting stent of unknown size in an unknown location. Approximately two months later, the patient developed a mild rash which progressed, as of four months later, into a "terrible rash" which the physician believes is "drug-mediated." The physician prescribed "steroids" to treat the rash, and as of today, "most of the patient's medications, including beta-blockers and plavix have been discontinued. Further information has been requested, but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.